Event description:
It was reported that the pump shut down unexpectedly. There was no patient involvement, as the pump was being used for demonstration purposes only. There was no adverse impact to the customer¿s blood glucose level.